Event description:
It was reported that this patient experienced syncope. Subsequently, when the patient presented to the clinic, right ventricular (rv) lead loss of capture and junctional rhythm was confirmed. A chest x-ray was performed, and it was discovered that this lead had perforated the heart tissue. This lead was explanted, and a new rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon further review by boston scientific medical team, it was determined that adding code 1203 for life threatening best applied to this event.

Event description:
It was reported that this patient experienced syncope. Subsequently, when the patient presented to the clinic, right ventricular (rv) lead loss of capture and junctional rhythm was confirmed. A chest x-ray was performed, and it was discovered that this lead had perforated the heart tissue. This lead was explanted, and a new rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.